Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, deployment difficulties occurred. The 75% stenosed, target lesion was in the moderately tortuous mid right coronary artery (rca). The physician used direct stenting after using intravascular ultrasound (ivus). A 3.0 x 28mm taxus express2 drug eluting stent (des) was advanced and inflated to 13 atmospheres (atm). The midsection of the stent did not expand completely. The physician reinflated the delivery balloon to 15-17 atm, but the midsection of the stent continued not to expand completely, looking "like a dog bone". Ivus was performed. The physician advanced and inflated a 3.0 x 12mm quantum maverick balloon at 24 atm but the stent did not expand further. The physician reinflated the balloon to 25 atm without success. Ivus was performed again. The physician exchanged the balloon catheter to a non-bsc balloon catheter and attempted to inflate the non-bsc balloon to 30 atm four times, and the balloon ruptured. Ivus was performed. The physician advanced and inflated a 2.5 x 8mm quantum maverick 8 x 2.5mm to 30 atm six times with the 3.0 x 28mm taxus express2 des expanding with the sixth attempt. Ivus was performed. The physician post-dilated the stent at 25atm with an unk type 3.0 x 12mm balloon catheter. There were no patient complications reported with the patient's current condition listed as "good". Add'l info has been requested but not received.